Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated on (B)(6) 2017 that they had issues calibrating their ise tests on the cobas 6000 c (501) module - c501, but were able to get them to pass. The customer then tested controls and stated that most of the control results were outside of range. The customer checked the water bath and did not see any overflowing cells. The customer also checked probes. The field service engineer checked the analyzer and found that the sample probe was covered in clotted material. He cleaned the sample probe. The customer ran calibration and controls; all passed successfully. After service was performed, the customer pulled 61 patient samples that were initially tested on (B)(6) 2017 and (B)(6) 2017. The samples were repeated on a different c501 analyzer on (B)(6) 2017. Of the 61 samples, the customer found that 2 samples had questionable initial results for multiple assays. Of the mentioned assays, it was determined that the samples had erroneous initial results reported outside of the laboratory for ise indirect k for gen.2 (potassium), gluc3 glucose hk (glu), and tp2 total protein gen.2 (tp). The repeat results were believed to be correct and corrected reports were issued. The first sample initially resulted as 3.8 mmol/l for potassium. The sample was repeated on a different c501 analyzer, resulting as 5.7 mmol/l. The second sample initially resulted as 66 mg/dl for glu and 5.4 g/dl for tp. The sample was repeated on a different c501 analyzer, resulting as 116 mg/dl for glu and 7.7 g/dl for tp. No adverse events were alleged to have occurred with the patients. The potassium electrode lot number and expiration date were asked for, but not provided. The glu reagent lot number was 15104101, with an expiration date of 07/31/2017. The tp reagent lot number was 19727001, with an expiration date of 01/31/2018.

Manufacturer narrative:
Investigations have determined that the contaminated probe as observed by the field service engineer is the root cause of the issue. The alarm trace showed strong indication that the sample quality, especially for short turn around time samples, is insufficient.